Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During procedure, the stylet was stuck within the lead. The physician pulled hard on the stylet and failed to remove it, therefore it was cut and left in situ. The patient was stable with no adverse consequences.